Manufacturer narrative:
Patient weight is estimated.

Event description:
Additional information was obtained, revealing that the ipg site was not healing and the ipg began eroding through the skin. To address the issue, the patient underwent surgical intervention on (B)(6) 2025 wherein the ipg was replaced. Therapy was restored post op.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient experienced leaking at the ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.